Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle reader did not turn on by button press or by test strip insertion on (B)(6) 2021. As a result, the customer experienced sweating, shaking, feeling tired, and was unable to treat themselves. The customer was provided 33 mg of orange and a honey tartine (food) by her daughter for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.